Manufacturer narrative:
The pump passed the a21 error and displacement tests. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart, a cold reset was performed alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer stated that alarm occurred shortly after inserting a new battery. The device will be returned for analysis.